Manufacturer narrative:
A product investigation was completed: the returned device shows regular use during its minimum lifespan. The handle has minor scratches and marks consistent with regular use. The ratcheting mechanism on the device works as designed. It is able to hold compression in all tested performed at the complaint handling unit (chu). A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint condition for part 399.99 is unconfirmed. No product design issues or discrepancies were observed. Although the exact cause cannot be determined, the complaint condition is most likely the result of wear accumulated over the life of the devices. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This damage is likely the result of wear accumulated over the life of the device. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown exact date of the event, it was reported that the event occurred either the (B)(6). Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing date: june 10, 2014. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered is corresponding to the specifications. The hardness was measured at the time of the manufacturing was found to be good. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: a ratchet with separated jaw was not holding. No patient or procedure was involved. This is report 1 of 1 for (B)(4).